Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the clinic on (B)(6) 2022 complaining of an alarm that occurred a couple of days ago. The patient stated the alarm was a driveline disconnect and lasted for approximately 10 seconds. The patient also stated that they were sitting in a "funny way" when the alarm occurred and that it resolved once they adjusted their position. The log files showed no alarms and the last six alarms on the controller were all dated on (B)(6) 2000. The date was resynced with the system monitor appropriately. On (B)(6) 2022, the patient had driveline disconnect alarms again and returned to the clinic. Although the date was synced properly and the right date was coming up on the system monitor but wrong date was showing on the controller. The log files captured intermittent indications of weak connection between batteries and clips. The controller was also exchanged and the patient had not reported any alarms since. Related MFR: 2916596-2022-12161.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline disconnect alarms and a cock reset were unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and log files was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 25 days (19jun2022 ¿ 13jul2022, 22jul2022 per timestamp). Events captured on 22jul2022 took place in the testing labs at abbott. Atypical power cable disconnect alarms coincident with rsoc invalid faults were active on 23jun202 at 06:18:04, on 25jun2022 at 09:11:03, on 28jun2022 at 07:28:54, on 06jul2022 from 06:36:25 ¿ 06:36:29, on 11jul2022 from 09:21:13 ¿ 09:21:14, and on 13jul2022 from 08:41:36 ¿ 08:41:37. The alarms occurred on both power cables during routine power source exchanges. The alarms cleared shortly after activating. There were no driveline disconnect alarms active in the log file. The power cable disconnect alarms may have been interpreted as driveline disconnect alarms. The log file did not show any clock reset. The driveline was disconnected on 13jul2022 at 10:52:37 and the controller was shut off at 10:52:59. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The system controller underwent functional and preliminary testing and passed. The controller was connected to a mock loop and the clock was shown to be set properly and was able to operate a mock loop without any alarms active. The controller was able to function as intended. The controller alarm history screen on the controller was viewed and no alarms were present and the controller clock was in synch with the system monitor. The root cause of the reported events was unable to be conclusively determined through this investigation. The images provided show the controller¿s alarm history screen. This screen shows only certain hazard alarms such as driveline disconnect alarms with the timestamp and duration of the alarms. These alarms will not clear from the display until a new alarm overwrites them or the controller is powered down. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline disconnect alarms, power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) section 4 "system monitor" explains how to set the system controller clock using the system monitor. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.